Event description:
When removing device from the right femoral artery the distal end snapped off, leaving a 1-2 inch piece in the pt. The pt was taken to surgery and the tip was removed without any further complications.